Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, when they deployed the band, they noticed that it appeared as though the bands were sticking together on one side of the ligator head. This caused the bands to misfire because the bands did not deploy symmetrically and the bands fell into the patient. There were no attempts to retrieve the band. The physician had no concerns to let the bands pass naturally. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.(B)(4)